Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was tubing connector. The site of insertion was right abdomen. The infusion set was in use for one day. No further information available.